Event description:
It was reported that the tip of the driver broke off in the screw head. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Macroscopic examination confirms approx. ~6mm portion of the driver tip is broken off and not returned for analysis. Substantial post fracture damage and fracture surface smearing is noted. Crack identified approx. ~120 deg from fracture peak. Microscopic examination of fracture surface identified an angulated quasi-brittle fracture surface, with no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of evidence of torsional overload, primary instrument function, and age of the instrument suggest failure due to bend stress overload. Dimensional inspection verified shaft diameter and material hardness to be within print specification. The above observations are consistent with bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.